Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2018 in a patient with sinus palsy. It was programmed in safer mode, basic rate 60 min-1, max rate 140 min-1 and the rate response sensors was programmed on twintrace. Following a complaint from the patient, an effort test was conducted on (B)(6) 2019. Reportedly, the programmed max rate was reached and the patient felt like having his legs cut. A sudden drop of the cardiac rate was observed on the ECG. On (B)(6) 2019, a follow-up was conducted by the patient¿s rhythmologist. Normal pacemaker behavior was observed in the recorded memory. The pacemaker was reprogrammed in dddr mode basic rate 60 min-1 and max rate 165 min-1. An effort test on a bike was planned for (B)(6) 2019. On (B)(6) 2019, the pacemaker was reprogrammed as at implantation. However, the phenomenon observed on (B)(6) 2019 could not be reproduced; normal acceleration of the atrial pacing rate followed by spontaneous ventricular events was observed and the max rate could not be reached. The pacemaker was then reprogrammed in ddr mode, basic rate 60 min-1 and max rate 165 min-1. One other effort test was performed on (B)(6) 2019 with the same results. The patient, who is very active, reported shortness of breath and stated that she felt like his legs were cut-off, which led to discomfort during effort. He noticed that the discomfort occurred more than two months after the implantation of the pacemaker. Preliminary analysis did not reveal any pacemaker anomaly.

Manufacturer narrative:
Based on preliminary analysis, normal rate response behavior was observed. The reported symptoms could have resulted from the patient physiology. The atrial autosensing histograms were corrupted, most probably because of a single event upset (seu).

Event description:
The pacemaker was implanted on (B)(6)2018 in a patient with sinus palsy. It was programmed in safer mode, basic rate 60 min-1, max rate 140 min-1 and the rate response sensors was programmed on twintrace. Following a complaint from the patient, an effort test was conducted on (B)(6)2019. Reportedly, the programmed max rate was reached and the patient felt like having his legs cut. A sudden drop of the cardiac rate was observed on the ECG. On (B)(6)2019, a follow-up was conducted by the patient¿s rhythmologist. Normal pacemaker behavior was observed in the recorded memory. The pacemaker was reprogrammed in dddr mode basic rate 60 min-1 and max rate 165 min-1. An effort test on a bike was planned for (B)(6)2019. On (B)(6)2019 , the pacemaker was reprogrammed as at implantation. However the phenomenon observed on (B)(6)2019 could not be reproduced; normal acceleration of the atrial pacing rate followed by spontaneous ventricular events was observed and the max rate could not be reached. The pacemaker was then reprogrammed in ddr mode, basic rate 60 min-1 and max rate 165 min-1. On other effort test was performed on (B)(6)2019 with the same results. The patient, who is very active, reported shortness of breaths and stated that she felt like his legs were cut-off, which led to discomfort during effort. He noticed that the discomfort occurred more than two months after the implantation of the pacemaker. Preliminary analysis did not reveal any pacemaker anomaly.

Event description:
The pacemaker was implanted on (B)(6) 2018 in a patient with sinus palsy. It was programmed in safer mode, basic rate 60 min-1, max rate 140 min-1 and the rate response sensors was programmed on twintrace. Following a complaint from the patient, an effort test was conducted on (B)(6) 2019. Reportedly, the programmed max rate was reached and the patient felt like having his legs cut. A sudden drop of the cardiac rate was observed on the ECG. On (B)(6) 2019, a follow-up was conducted by the patient¿s rhythmologist. Normal pacemaker behavior was observed in the recorded memory. The pacemaker was reprogrammed in dddr mode basic rate 60 min-1 and max rate 165 min-1. An effort test on a bike was planned for (B)(6) 2019. On (B)(6) 2019, the pacemaker was reprogrammed as at implantation. However the phenomenon observed on (B)(6) 2019 could not be reproduced; normal acceleration of the atrial pacing rate followed by spontaneous ventricular events was observed and the max rate could not be reached. The pacemaker was then reprogrammed in ddr mode, basic rate 60 min-1 and max rate 165 min-1. On other effort test was performed on (B)(6) 2019 with the same results. The patient, who is very active, reported shortness of breaths and stated that she felt like his legs were cut-off, which led to discomfort during effort. He noticed that the discomfort occurred more than two months after the implantation of the pacemaker. Preliminary analysis did not reveal any pacemaker anomaly.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190408 - file-2019-00090 - analysis_and_closure_report_resp-2019-00542.pdf].